Event description:
It was reported to tyco healthcare kendall that a healthcare worker had sustained a needlestick from a needle puncturing a sharps container. The healthcare worker had picked up the container before an injection to transport it for use, and sustained the needlestick from a needle puncturing the container low down on the longer wall.